Event description:
On (B) (6) 2006, the patient was treated for an abdominal aortic aneurysm, and was implanted with two gore excluder aaa endoprostheses. A proximal type-1 endoleak was evident on computed tomography scans dated (B) (6) 2010. A reintervention is scheduled for (B) (6) 2010.

Manufacturer narrative:
Method - a review of the manufacturing paperwork is being conducted. Results - the review of the manufacturing paperwork has not been completed. Conclusions - as stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are not limited to, endoleak. Additional device related to this event: pxc121000/03962920.